Manufacturer narrative:
Updated fields: b4, d9, e1 (event site postal code - (B)(6)), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d5, e2, e3, g2. A getinge field service engineer (fse) evaluated the unit and states that fse resolved the issue clean and replace the screen connection. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, prior to use, the screen on the cs300 intra-aortic balloon pump (iabp) unit is broken. There was no patient involvement .

Manufacturer narrative:
Updated data: b4, e1 (initial reporter and email), e2, e3,g2, g3, g6, h2, h10.